Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during hip surgery the liner with the head could not be inserted in the cup. Another device was used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified the poly insert assembled within the shell/lock ring, the poly insert is able to rotate. Due to the assembled state of the device there is no visible etch to confirm. There are scratches around the top flat surface and top outside chamfer of the poly insert. The top edge on multiple of the removal slots for the poly insert have burr like material and visually appear deformed. No other damage was noted during visual evaluation. Measurements within specification. It is unknown if the burr like material was caused during the assembly of the liner and shell. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.